Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer was able to plug the pump into a power source and turn it back on. There was no impact to the customer's blood glucose level.